Manufacturer narrative:
The customer contacted the olympus technical assistance center (tac) to perform troubleshooting. Tac asked the customer to make sure the maj-1430 cable was disconnected before using the 190 series scopes, because if it is connected that was likely why the error occurred with the 190 scopes only. Customer believed this was the issue, but was not in front of the equipment and would go to check. After tac follow-up, the customer confirmed the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis exera iii video system center displayed an error code (e315). The customer confirmed no patient incident was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue may have been due to a temporal connection failure of the light source cable, but the information is insufficient to support the cause. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.